Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Instrument b: batch # h50u4n, exp date: 02/16/2015; manufacture date: 03/16/2011 . The analysis found that one long60a device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device opened and closed without any difficulties noted. Event could not be confirmed as no cartridge was received for analysis. The analysis found that one long60a device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device opened and closed without any difficulties noted. Event could not be confirmed as no cartridge was received for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve procedure, the first device was difficult to open and was never fired on the patient. The second device would not fire. Another device was used to complete the procedure. No adverse consequences reported. First - was not opening then opened fired and locked out, difficult to open and difficult to close was not fired on tissue. Second - locked out, would not fire.